Manufacturer narrative:
Continuation of d10:product ID 97715 lot# serial# (B)(6). Product type implantable neurostimulator h3: the 97715 ins, serial #(B)(6), was returned for product analysis. Analysis revealed the device passed functional testing. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 rtg0359053 (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated they were doing an ins replacement case and impedances were fine when caller checked them at patient's pre-op visit. Upon inserting the lead tails into new ins, 0-7 port was showing not connected with check connectivity, full electrode impedance check showed 2 contacts were ok and upon switching the lead tails in the port of the ins, the issue seemed to be with the 0-7 port itself. Caller stated 8-15 contacts were all green. Caller tested lead in a wens and noted that contact 0 was over 40k but all the other contacts were fine. It was reviewed to place lead back into ins and run full electrode impedance check and check various reference electrodes. It was reviewed that if 0-7 port continues to have issues, likely the issue with the ins. Rep reported they re-connected to the ins, and did another impedance check (not connectivity). Everything on the 0-7 channel was still red. At this point, per tss recommendations, they opened a new ins, and re-connected the lead. They ran a full impedance check, and the 0-7 lead was still red! At this point, the physician and rep agreed that hcp would just implant this battery and see what happened. Hcp asked rep to run one more impedance check, and amazingly, everything showed green. Rep ran one more impedance check after they closed, and everything was still green. Rep will send the first battery back for analysis. (B)(6) 2022 e1, rp (rep): normal battery replacement. It was eos last month.